Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured on 25-dec-2014 and installed at the customers site on (B)(6) 2015. A lumenis service engineer visited the site and confirmed error 224. The engineer replaced the laser brick, di and micron particle filter and made full system alignment. After testing the system was returned to the facility having met manufacturer's specifications. A review of system risk files ((B)(4)) revealed risk #2.3.1; optical misalignment failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. As referenced in subject device IFU ((B)(4) page 112); "case saver mode is a system state that enables the user to continue using the system safely, however with reduced power capability...". Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use an alternate method as intervention to prevent serious injury. In an abundance of caution, lumenis is reporting this malfunction. Per gso expert this failure was likely due to "simple wear & tear". Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h was being utilized, error code 224 - case saver mode, appeared on the screen "please shut down the system and restart after 1 minute". Unable to continue with the system, an alternate method was used to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.